Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient¿s blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site on the abdomen, the cannula was found to be bent. Additionally, the patient reported smelling insulin, and upon removing the pod, they noticed that the adhesive was wet with insulin. The patient also reported feeling sick during pod use. As treatment, a new pod was placed.